Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the screw from the distal end fell off on switch one during repair. This finding was likely due to quality repair issues or due to mishandling of the scope. Upon further inspection, it was also observed that there was discoloration on the suction, air, and water cylinder. It was observed that the switch box had a dent. It was also observed that the plug unit was damaged. It was also observed that the insulation resistance value did not meet the standard value due to damage on the connecting tube. It was observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was also observed that the objective lens and the light guide lens had a crack. It was observed that the light guide lens had a scratch. Lastly, it was observed that the universal cord had a wrinkle. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii colonovideoscope to the service center. During a standard inspection and estimation of the returned device, the screw fell off from the distal end on switch one. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the screw was that accidentally entered the distal end of the subject device during the previous repair. Olympus will continue to monitor field performance for this device.